Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine generator implant procedure. It was noted that the pacemaker could not be interrogated and failed to communicate with the programmer, the radio-frequency (rf) telemetry was disconnected and re-connected but no change in settings could be performed or run any tests. An inductive wand was used and was unable to communicate with the device either. The device was not used and a new device was successfully implanted. The patient was in stable condition.